Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The reporter of the event alleges the device shut down and failed to alarm. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The date of the report was initially given as 06/30/2014. The correct date is 02/29/2016.

Manufacturer narrative:
It was initially reported that a patient expired while using a ventilator. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.